Manufacturer narrative:
The product complaint analysis team has completed its investigation of the device. The results of the investigation conducted by the appropriate engineers and technicians are listed below: visual inspections & results: b/a washer present/condition, present/cut with se; damaged anvil / anvil shroud, no; damaged guide face, no; damaged knife, yes/nicks; damaged other, n/a; damaged staple pockets, no; mising parts, no; staples present/location, no and tissue present/describe, no. Functional tests & results: 1st fire-setting/form/heights, high b/good; 1st fire-washer cut, good; indicator response, good; safety release, good and trocar / anvil fit, good. Analysis conclusion: based on the info received and the visual and functional results, no conclusion could be reached as to what may have caused the reported incident. It appears as if the instrument may not have been fired through a complete firng stroke or possibly fired out of firing range. This is evidenced by breakaway washer b eing returned uncut but with a slight indentation around entire circumference. Additionally, it was noted that knife was received with a nick present. Due to damage to knife, it appears possible that an attempt may have been made to fire instrument across a hard object. Instrument was reloaded and fired. It fired and formed staples as designed around entire staple ring with an acceptable cut on test media and breakaway washer. 9/6/97- there was an additional sterile instrument received on 8/29/97. Sterile instrument was received in good condition. Instrument was fired and it fired and formed all staples as designed with no difficulties noted. Mfg and engineeing have been notified of reported incident. Co strives to understand each incident as it is reported in order to continuously improve co's products.

Event description:
It was reported the cdh33 was used during a low anterior resection. The surgeon fired the device but would not completely fire and did not hear the "crunch". The surgeon felt resistance when firing. The staples came out but did not form. The surgeon had to resect out the stapler, anvil, and about 6-8cm of tissue. A second cdh33 was opened and the case completed without difficulty. The hospital requested the rep return the other cdh33 with the same lot number. There was no consequence to the patient.